Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a (B)(6) child was receiving an injection when the needle of the 31 g x 5 mm bd¿ pen needle broke off and remained in their abdomen. Child was sent to the hospital for an x-ray where the needle was found in abdomen. There is no mention of treatment beyond an x-ray..

Manufacturer narrative:
Results: no samples or photos were returned for analysis/evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.